Event description:
Event description guidant/cpi received information that the patient presented at the hospital approximately three months post-implant, complaining of pain in the chest area. Upon examination, the physician found that the sidelock, or connector mechanism on the header of this ipg (implantable pulse generator), was 'loosened'.